Event description:
It was reported that the customer had high blood glucose and the insulin pump was malfunctioning. Caller stated that the customer's insulin pump was alarming motor error and the drive support cap is loose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. The drive support disk was inspected and no anomaly was noted.